Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported an adc freestyle libre sensor insertion issue, in which he was unable to apply the sensor due to applicator not being able to pick up the sensor from the sensor pack. The customer was unable to monitor his blood glucose, and reported self-treating with insulin 23/30 and metformin. The customer subsequently reported experiencing symptoms of "weak and no energy", and had contact with a healthcare professional. The customer reported that his blood glucose was low, and was treated with an unspecified IV by the healthcare professional. There was no report of death or permanent injury associated with this event.